Event description:
It was reported that there was insufficient ice caused by the console. A visual-ice cryoablation system was selected for a renal cryoablation procedure to treat a kidney tumor. Service was performed on the (B)(6), 10 days prior to the procedure. During the procedure, however, insufficient ice was observed during the first freeze cycle. An icefx system replaced the visual-ice system for the second freeze, and the freezing time was extended for 2 minutes to achieve adequate ice cover. The treatment was sufficient after the second freeze. There were no patient complications reported, and the visual-ice cryoablation system was removed from the hospital.